Manufacturer narrative:
(B)(4).

Event description:
A patient had a gamcath gdhk-1325 vascular access catheter. Reportedly, there was air present in the circuit related to the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.